Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had shock lead impedance measurements measuring, 120 ohms at their last check late last year. It was noted that this patient is heavier, and it took shocks to convert at defibrillation threshold (dft) tests. Previously the physician decided to monitor. The field representative does not know the latest shock impedance measurements. Additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.